Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service representative (fsr) went onsite and replaced the main fan assembly then performed operational verification procedure (ovp) and performance check. All test passed as per service manual specifications.

Event description:
The customer reported that the vela is getting a constant fan failure alert. At this time, patient involvement is unknown.